Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", "lo" and "lo" no adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory: "lo," "lo," "lo," "lo," "lo." No adverse event reported.